Event description:
Healthcare professional reported left side rupture with silicone lymphadenopathy. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: not observed. Lymphadenopathy: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a patient with evidence of intracapsular and extracapsular rupture with silicone lymphadenopathy on the left side, diagnosed by ultrasound. The device has been explanted.